Manufacturer narrative:
Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: no lens, therefore, no investigation could occur. We are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
On (B)(6) 2010, pt went optometrist (dr. (B)(6)) for new lenses. On exam, it was noted that the pt had a rather large scar on the left cornea. Source and date of occurrence is unk. This was the first time dr (B)(6) had seen the pt and is not aware of original fitting of lenses. On (B)(6) 2011, coopervision spoke with office of patient's former o.d. There was nothing noted in patient's record of a corneal scar when seen last year at the office. Dr prescribed biofinity lenses for this pt. Pt was not able to clean lenses on his own, so mother cleaned them from him using the complete cleaning and disinfection system. The doctor stated the intervals between replacement lenses were overdue. Pt had admitted to sleeping in lenses, even though the doctor had told him not to. Dr (B)(6) reported that the pt had some non complaint issues. The pt has been refitted with acuvue lenses on a 2 week replacement schedule.